Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one gst60g cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The cartridge was loaded into a test device and removed without any difficulties. The reported event could not be confirmed as no cartridge pan separation was noted during visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, the surgeon fired the reload on stomach (fourth firing normal tissue). When trying to remove the reload, it wouldn't come out. They realized the metal frame had separated from the plastic cartridge. The procedure continued as normal. There were no patient consequences.